Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. As the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met all pre-release specifications. The physician stated that the critical limb ischemia is not related to a stent thrombosis and the cause is disease-related. Treatment did not include a repeat intervention on the area of the study treated lesion. During follow up an in-stent stenosis was detected. The patients critical ischemia got worse over time and finally had to undergo amputation of the extremity in question, which was performed on (B)(6) 2024. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As two devices were implanted, manufacturer report number 2017233-2024-04992 was sent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 5/16/24 from a follow up email to confirm information provided in the video study database: on (B)(6) 2024, this 84-year-old patient underwent an endovascular procedure with implantation of two gore® viabahn® endoprosthesis with propaten bioactive surface in the left common and external iliac artery for a left external iliac artery perforated lesion. An anticoagulant or antiplatelet used in the procedure. Successful primary hemostasis or disappearance of thrombosis of pseudoaneurysm was achieved before closure of access site. All vsx device delivery catheters were successfully removed and the study device was patent. On an unknown date in (B)(6) 2024 the patient was noted to have critical limb ischemia in the left limb. This required in patient hospitalization and a medical or surgical intervention. It was stated that the critical limb ischemia is not related to a stent thrombosis and the cause is disease-related. Treatment did not include a repeat intervention on the area of the study treated lesion. During follow up an in-stent stenosis was detected. The patients critical ischemia got worse over time and finally had to undergo amputation of the extremity in question, which was performed on (B)(6) 2024.

Manufacturer narrative:
B5 describe event or problem was updated. Neither clinical images enabling direct assessment of product performance, nor the device was returned for investigation. With the information provided to gore, the root cause of the reported event cannot be established. As the exact event date in february is unknown, february 15, 2024 was chosen.

Event description:
The following was reported to gore on may 16, 2024, from the viedoc study database: a bare-metal stent was implanted on (B)(6) 2024, for a critical ischemia due to stenosis of the native left external iliac artery (eia) which had worsened over the past 1.5 years. An anticoagulant/ antiplatelet was used in the procedure. During post-dilation of the bare-metal stent the eia perforated. Therefore two gore® viabahn® endoprostheses with propaten bioactive surface (vsx-devices) were implanted in the left common and external iliac artery during the same procedure to treat the iatrogenic lesion. Successful primary hemostasis was achieved before closure of the access site. All vsx device delivery catheters were successfully removed, and the devices were patent. During follow up disease-related in-stent stenosis of the vsx-devices was detected which worsened the critical ischemia and has finally led to amputation of the left leg on (B)(6) 2024